Event description:
The customer reported discrepant results of a sample with residual anti-d with biotestcell-p3 in two different tango optimo devices. After injection of an anti-d prophylaxis (rophylac), the sample reacted positively with cell #1 and negative with cell #2 and #3 in the first run in tango optimo sn (B)(4): in a second run the sample reacted completely negatively. In a first and second run in tango optimo sn (B)(4) the sample reacted positively with cell #1 and #2 and negatively with cell #3. Because cell #1 and #2 of biotestcell-p3 are rh(d) positive and cell #3 is rh(d) negative, the reactions of first and second run in tango optimo sn (B)(4) are correct. The customer has returned the sample that had caused a false negative test result, but did not return the supposedly defective product. Therefore our quality control laboratory tested the patient sample with the retained sample in tango optimo. The sample yielded positive reactions with cell #1 and #2 of biotestcell-p3 which are rh(d) positive and a negative reaction with cell #3 which is rh(d) negative. The retained sample was also tested with negative and positive control and donor samples. All positive and negative reactions are correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed: the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident.